Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the evis exera duodenovideoscope tested positive for 1 colony forming units (cfus) of psuedomonas aeruginosa. The device was retested on july 31, 2025, and it tested positive for 1 cfus of flore saprophyte and 1001 cfus of citrobacter braaki. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information d9: additional information h2: additional information, device evaluation h3: additional information h6: additional information this report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.